Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no serious patient harm or injury that occurred or was reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated. During the evaluation of the device at the manufacturer's service center, the device failed the internal flow verification test step during testing. The device's flow sensor was replaced to address the issue. Additionally, unrelated to the reportable test fail, during evaluation of the device at the manufacturer's service center, an error code related to the start/stop latch was observed. Evt_start_stop_latch_set_stuck means there was a start/stop key latch failure. The system board was replaced to address the issue. Also, unrelated to the reportable test fail, during evaluation of the device at the manufacturer's service center, there was buzzer distortion observed. The buzzer assembly was replaced to address the issue.